Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during the preparation process, a brown stain was found inside the 4-way stopcock of the ava introducer. The device was not in contact with the patient and there was no allegation of patient injury.

Manufacturer narrative:
Our chemistry lab received the suspect sample for evaluation. Ir spectrum of the unknown brown stain, which was found on the surface of white handle and the inside of stopcock housing, showed similar absorption characteristics when comparing to polydimethylsiloxane (silicone) like material. Polydimethylsiloxane is used in the manufacturing process.

Manufacturer narrative:
Our product evaluation laboratory received one stopcock. Visual examination found a brown stain in the stopcock housing, which aligned to the customer photo. The sample will be sent to chemistry for further analysis. The customer report of "a brown stain" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With an indwelling introducer, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, this issue was noted before use and the device was not used with a patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-(B)(4).